Event description:
Reporter indicated that during an explant procedure, for a lack of efficacy, the device registered high impedance. The device was successfully explanted, and once removed, a slit was noted in the insulation of the lead. Attempts for more information, and to have the device returned for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.